Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, bloating, amenorrhea and metrorrhagia. Patient underwent essure confirmation test in 2012. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), feeling abnormal ("foggy feeling"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), constipation ("chronic constipation") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (novasure and partial hysterectomy , novasure). At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia, constipation and migraine outcome was unknown. The reporter considered constipation, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: case was upgraded to serious incident. Events "pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic constipation, migraines / headaches" added. Reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.